Event description:
It was reported that a user¿s dexcom g7 sensor repeatedly failed to pair with the ilet, resulting in ilet dosing being stopped and requiring manual blood glucose entries; multiple pairing failed alerts were observed, and troubleshooting steps included toggling g6/g7 settings and reentering the pairing code without resolution, indicating a suspected faulty sensor. Symptoms included hyperglycemia, with a reported maximum glucose of 280 mg/dl. Outcomes included transient loss of automated dosing with continued therapy via manual blood glucose entry and no need for medical intervention. Investigation included technical troubleshooting and review of alert history. Investigation of this case revealed repeated communication or pairing failures between the ilet and the g7 sensor consistent with a sensor communication malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device communication incompatibility or malfunction of the sensor resulting in failure to pair.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.